Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. Flow accuracy test was performed. And the device passed the test. Testing was unable to reproduce the reported complaint. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. As a precaution, preventive maintenance will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump beeped "infusion complete"; however, the bottle of albumin was still full. Fluid was present in the intravenous (IV) tubing and drip chamber. This was observed after one hour of patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.